Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there was low oxygenation. The patient's blood oxygen was less than 80 millimeters of mercury (mmhg) during extra corporeal circulation (ecc). No consequence or impact to patient. It is unknown if the product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 26,2018. (B)(4). A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
There was no delay in the procedure. The product was not changed out.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. (B)(4). The actual sample was visually inspected upon receipt and found that the purge line had been cut off. No anomalies such as break in the appearance of the main body. After having been rinsed and dried, it was tested for its o2 transfer and co2 performance in accordance with the factory's shipping protocol. Bovine blood was circulated in the oxygenator module. No anomalies were revealed in the gas transfer performance of the actual sample, with the obtained values meeting the factory specifications. Review of the device history record and product release decision control sheet of the involved product/lot number combination confirmed there was no indication of manufacturing related anomalies. A root cause was unable to be determined; therefore, this complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.